Manufacturer narrative:
Device evaluation: the manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. As received, the specimen consists of one each 300-014 gw, short taper device; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. Due to the fact that the catheter was not returned with the guidewire the complaint cannot be confirmed. The specimen presents extensive bend/kink damage of varying severity and frequency throughout the length of the device with scraped ptfe coating in the vicinity of the bend/kink damage. No other damage or inconsistencies are noted to the specimen at this time. All joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported. If additional relevant information is provided, a follow-up medwatch report will be filed.

Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the device can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. If there is any further relevant information received a follow up medwatch report will be filed.

Event description:
They just inserted the device, started making a weird noise, and then they pulled the device out, and when they tried to return the device or they take the device out of the patient, it was kind of got caught on the wire and they ended up just pulling the wire and the catheter out. Catheter seemed to not be spinning properly eventually becoming stuck. That's when everything was removed from patient. They used another of the same device. No complication and patient's fine.